Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing broke from the filter port and leaked blood onto the floor. The following information was provided by the initial reporter: "patient was confused and had his wrists restrained in order to not pull out lines. Nurse went to check on patient and there was a puddle of blood on the floor as the amiodarone infusion tubing broke at the filter port furthest from the patient. The patient was unharmed and the intravenous site was still intact and functioning properly. The infusion was stopped, the line disconnected and discarded and a new line was initiated."

Manufacturer narrative:
Additional information was added by the customer. The following fields have been updated: b.3. Date of event: 02-sep-2021. H.6. Imdrf annex f grid: f26. H.6. Imdrf annex a grid: a0401, a050401.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing broke at the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20115562 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set tubing broke from the filter port and leaked blood onto the floor. The following information was provided by the initial reporter: "patient was confused and had his wrists restrained in order to not pull out lines. Nurse went to check on patient and there was a puddle of blood on the floor as the amiodarone infusion tubing broke at the filter port furthest from the patient. The patient was unharmed and the intravenous site was still intact and functioning properly. The infusion was stopped, the line disconnected and discarded and a new line was initiated."